Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during a proximal tibial case, the two (2) 4.3 drill bit and one (1) 3.2 drill bit were broken off in the patient. There were fragments generated but the broken drill bits remained inside of the patient tibia because the surgeon was not able to retrieve them. The sales consultant was present during the surgery. The surgeon was drilling into cement and trying to maneuver around a total knee implant, and wanted to see if it was possible to get a letter or just confirmation that the drill bits are CT safe. There was no surgical delay. Procedure was completed successfully. Patient status was stable. This complaint involves three (3) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a proximal tibial case the 4.3 drill bit and 3.2 drill bit were broken off in the patient. The procedure was completed successfully. There was no surgical delay. There were fragments generated and the removal of the broken, damaged device fragments remained inside of the patient's tibia because they could not be retrieved. The patient's status was stable. This report is for one (1) 3.2mm drill bit/qc/145mm. This is report 3 of 3 for (B)(4).